Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection showed no deviations from the technical specifications that could be related to the clinical complaint. The lead turned out to be in conformance with specifications and free of defects. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manmufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that this lead showed increased threshold after approx. 5 weeks of implantation and was therefore explanted.